Event description:
It was reported that the insulin pump alarmed motor error twice within an hour during a bolus attempt. The blood glucose reading was 280 mg/dl. No significant events leading to the alarm were observed. The customer believed that the insulin pump alarmed motor error due to the reservoir. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.